Manufacturer narrative:
Visual, functional, material, and dimensional analysis could not be performed as the device was not returned. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. It is possible that the reducer tip was damaged. Deformations to the distal clamps could contribute to difficulty during reduction. However, as the device was not available for evaluation, the root cause could not be determined conclusively.

Event description:
It was reported that while trying to place a temporary rod in preparation for tlif, an everest mi single action rod reducer tip fractured and became stuck on an everest polayaxial screw at the l5 level. The surgeon was able to get the reducer off of the screw with aggressive force. After tlif, the surgeon tried to reduce the same left l5 screw while attempting to place the final rods. Both basecamp rod reducers popped off of the screw once they were fully reduced. The surgeon then tried to use a denali and an everest mi offset rod reducer, but they also popped off. It was determined that the screw was bent and it was removed and replaced with a new one. Surgery was successfully completed with another reducer and an hour and a half delay. This report represents everest mi offset rod reducer.

Event description:
It was reported that while trying to place a temporary rod in preparation for tlif, an everest mi single action rod reducer tip fractured and became stuck on an everest polayaxial screw at the l5 level. The surgeon was able to get the reducer off of the screw with aggressive force. After tlif, the surgeon tried to reduce the same left l5 screw while attempting to place the final rods. Both basecamp rod reducers popped off of the screw once they were fully reduced. The surgeon then tried to use a denali and an everest mi offset rod reducer, but they also popped off. It was determined that the screw was bent and it was removed and replaced with a new one. Surgery was successfully completed with another reducer and an hour and a half delay. This report represents everest mi offset rod reducer.